Event description:
The physician reported "lead failure" during the ICD replacement procedure on (B)(6) 2016. The lead has been explanted and replaced. The connector section of the lead was returned to the manufacturer for analysis.

Event description:
The physician reported "lead failure" during the ICD replacement procedure on (B)(6) 2016. The lead has been explanted and replaced.the connector section of the lead was returned to the manufacturer for analysis.